Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Clinical symptoms (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms (hematuria): the cause of the injury was not determined due to insufficient clinical details. Mechanical interaction with blood (hemolysis): data log shows no signs related to suction or motor current spike during the entire case run. Before 12 pm on 11-oct, some improvement was noted in pump flow while running on a steady p-level. Placement signal was around 115 mmhg at the start of the case, decreased to 75 mmhg, and remained with a fluctuating trend. The cause of the hemolysis issue was most likely related to patient condition, based on the given clinical details and data log review. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that there was hematuria, hemolysis, arrhythmia, and a positioning issue during impella cp support. While on support, pink urine was noted. The impella¿s position was checked with fluoroscopy, and it looked slightly deep. The pump was pulled back to 81 centimeters and locked into place. The patient remained on amiodarone for ongoing ectopy. The urine remained pink but lighter in color. There was a plan to start a systemic heparin infusion. A cerebellum device was placed to assess neurological function as there was possibly seizure like activity. There were concerns about hemolysis. The patient went into ventricular tachycardia and required advanced cardiovascular life support as well as two shocks. The return of spontaneous circulation was achieved. The urine was still dark. Later, it had cleared, becoming yellow and adequate. There was minimal ectopy since the arrest as well as start of lidocaine.